Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. Customer technical support (cts) was told by the customer that the leak came from the middle section of the bsv. The customer tightened the bsv to resolve the reported event. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the blood sampling valve (bsv) of the coulter lh 500 hematology analyzer leaked less than 10 ml of fluids onto the countertop when running quality control (qc) in the manual mode. The instrument did not generate any error messages. The operator was wearing a lab coat, gloves, and eye protection at the time of the incident. There were no reports of exposure to mucous membranes or open wounds. No erroneous results were generated for this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.